Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw5155 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "while pulling back on the PICC line in an attempt to trouble shoot, the clinician found themselves holding a sheared catheter with somewhere around 30cm of the PICC still remaining inside the patient. The patient was sent to ir and the remaining catheter was removed." Additional information received (B)(6) 2022: "PICC team was called in for new PICC insertion because current PICC was reportedly: ¿bleeding & leaking at site and also pulled out partially.¿ upon entering patient room, significant amount of PICC cathlon was found to be externally exposed. The butterfly securement device was actually attached to patients forearm. Tpn was still infusing. Break was discovered at time of removal. Radiographic image confirmed this. Vascular surgery was immediately called in and successfully retrieved the retained portion of the PICC line. Per vascular surgeon, surgery was successful and the PICC was removed in entirety without complications. Patient was recovered and has been at baseline status prior to incident (B)(6) 2022. No complications noted as of (B)(6) 2022. Patient has metastatic ca, of which she¿s receiving tx for. Pt was hospitalized d/t complications from radiation & ca tx. Pt presented (B)(6) 2022 with bowel obstruction resulting in septic shock and poor prognosis. Colectomy & colostomy were performed. Pt remains on mechanical ventilation. Multiple gtt¿s: amicar, tpn, fentanyl, & precedex infusing. Dnr order now noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc catheter. The depicted portion included a segment of catheter shaft. The device appeared to be interacting with the skin of a patient. The catheter shaft appeared broken, with an irregular distal end. Catheter damage appeared visible in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "while pulling back on the PICC line in an attempt to trouble shoot, the clinician found themselves holding a sheared catheter with somewhere around 30cm of the PICC still remaining inside the patient. The patient was sent to ir and the remaining catheter was removed." Additional information received 03/08/2022: "PICC team was called in for new PICC insertion because current PICC was reportedly: ¿bleeding & leaking at site and also pulled out partially.¿ upon entering patient room, significant amount of PICC cathlon was found to be externally exposed. The butterfly securement device was actually attached to patients forearm. Tpn was still infusing. Break was discovered at time of removal. Radiographic image confirmed this. Vascular surgery was immediately called in and successfully retrieved the retained portion of the PICC line. Per vascular surgeon, surgery was successful and the PICC was removed in entirety without complications. Patient was recovered and has been at baseline status prior to incident (B)(6) 2022. No complications noted as of (B)(6) 2022. Patient has metastatic ca, of which she¿s receiving tx for. Pt was hospitalized d/t complications from radiation & ca tx. Pt presented (B)(6) 2022 with bowel obstruction resulting in septic shock and poor prognosis. Colectomy & colostomy were performed. Pt remains on mechanical ventilation. Multiple gtt¿s: amicar, tpn, fentanyl, & precedex infusing. Dnr order now noted."